Manufacturer narrative:
Stryker performed an initial evaluation and observed that the unit was not powering on with ac power. It was also observed that user interface (ui) pcb assembly was damaged as well as the power module and the power supply. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further investigation of the device found it would power on with dc power with a known working battery. The power pcba and power supply were replaced to resolve the issue with ac power. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.